Manufacturer narrative:
(B)(4). Date sent: 6/11/2025 d4 batch #: unknown . Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the procedure? What was the broken bit: the blade tip, the white tissue pad or something else? Can a photo of the broken part of the device be provided? What was the device contacting when the tip broke? What caused the mucosal damage? The broken piece of the device or the tip of the device being hot or something else? How was the mucosal damage treated? Was the patient¿s post operative care altered in any way due to the mucosal damage and/or the broken bit? Were there any patient consequences? What is the patient¿s current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, after about 30 minutes of intermittent use, the end of the ultrasonic knife forceps suddenly broke. Remove the broken bit. Causes mucosal damage to the patient. Changed to another device to complete surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/9/2025. Additional information was requested and the following was obtained: what was the procedure? -resection of adenomyosis lesions. What was the broken bit: the blade tip, the white tissue pad or something else? -the blade tip. Can a photo of the broken part of the device be provided? -no. What was the device contacting when the tip broke? -unknown. What caused the mucosal damage? The broken piece of the device or the tip of the device being hot or something else? -the broken piece. How was the mucosal damage treated? -unknown. Was the patient¿s post operative care altered in any way due to the mucosal damage and/or the broken bit? -no. Were there any patient consequences? -no. What is the patient¿s current status? -discharged.